Manufacturer narrative:
The investigation is currently on-going. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Event description:
A customer reported the generation of c02h1 flags and invalid result for samples tested, using cobas hbv and hcv tests, on their cobas 6800 system. The c02h1 flag indicates that the target result could not be calculated, either due to an ic dropout or due to the actual target dropping out. This flag invalidates the samples and they must be repeat tested per the instructions for use. A roche field service engineer visited the customer site and performed the process head tightness check, and some positions of the cobas 6800 system's processing transfer head failed the check. The failed positions may cause the generation of the above referenced error code. Additionally, evidence of leakage was observed on the instrument's process module deck. No erroneous results were alleged, and no harm or injury was indicated through the case. When error codes are generated for samples, the samples must be repeat tested per the instructions for use.

Manufacturer narrative:
For the customer's instrument (serial (B)(4), the local field service engineer replaced o-rings and stop discs for those positions that failed the tightness check, as well as the o-rings for all other positions on the processing heads. The replaced parts were locally discarded and cannot be further investigated. Additionally, the instrument was cleaned by the field service engineer. The issue has been solved with these service actions and the instrument is running without issues with passing tightness check results and with no further evidence of leakage. The investigation is still on-going, and corrective and preventive actions will be implemented as appropriate. (B)(4).